Event description:
The ge ventilator stopped giving the baby breaths all together. Serial number (B)(4). The ventilator was switched out to another ge ventilator serial number (B)(4) and this unit was delivering excess volume. The vent was forcing too much air into this child and could have caused morbidity if not immediately corrected by provider. Dose: simv-pc pc 32 peep 8. Dates of use: 4 months. Reason for use: pulmonary hypoplasia.